Event description:
It was reported that doctor revised the patients left hip from a gamma3 to a total hip. Resto mod was used.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.